Event description:
The customer contact reported a disconnection. The tubing set was being used to deliver an unspecified medication via a symbiq pump. The option-lok male adapter of the tubing set was connected to the patient's unspecified IV access site. After an unspecified length of time, it was reported that the option-lok male adapter of the tubing set disconnected from the patient's IV access site. It was reported that "50 to 75mls" of blood loss was noted. It was reported that at an unspecified time, the patient's hematocrit (hct) level was drawn and was reported to be "28" which was the "same as previous hct." There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.